Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Based on the claim against the product by the customer noting damaged tip, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The harmonic ace instrument was analyzed and found to have the distal end of the teflon pad missing and not returned. Root cause is attributed to mishandling/misuse. Failure analysis confirmed the customer reported complaint and found the primary failure of damaged teflon pad to be related to the customer reported complaint. Additional observation found the curved blade had surface damage. Scratch/abrasive marks were found on the curved blade. Damages to the blade are triggered by any inadvertent contact with staples, clips, or other instruments while the device is activated. In addition, scratches on the blade tip may also lead to premature blade failure. Blade damage was detected by the generator with a solid tone or an error. Root cause is attributed to mishandling/ misuse. Failure analysis found the additional failure of a blades- scratch/abrasive mark to be related to the customer reported complaint. In addition, an empty cylindrical container was returned with the instrument. Upon inspection, there was nothing inside the container. No teflon pad fragment or material was observed inside. The complaint regarding damaged tip was confirmed by failure analysis, which indicates that the device did contribute to the customer reported issue. The probable root cause of the teflon pad peeling off is attributed to use conditions. The damage is caused by heat generation when activating the harmonic ace blade with little to no tissue between the pad and the blade itself. This issue can be resolved by using an alternate instrument to complete the procedure.

Manufacturer narrative:
Based on the current information provided, the cause of the customer reported failure mode cannot be determined. Isi has not received the harmonic ace instrument for failure analysis evaluation. This complaint is being reported due to the following conclusion: the teflon pad of the harmonic ace instrument fell inside the patient during a da vinci-assisted surgical procedure. The fragment was retrieved during the same procedure. At this time, it is unknown what caused the breakage to occur.

Event description:
It was reported that during a da vinci-assisted thyroidectomy surgical procedure, the white teflon pad of the harmonic ace instrument separated and fell inside the patient. The instrument fragment was retrieved during the same procedure. The procedure was completed with a backup instrument of the same kind. No known impact or patient consequence reported. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the harmonic ace instrument was inspected prior to use with no damage observed. The customer used the instrument for less than one hour to dissect tissue. Then the instrument broke and the fragment fell inside the patient. All fragments were retrieved during same procedure and confirmed with visual inspection. No additional surgery or post-operative tests were performed due to the event. The surgeon did not notice any issues with the functionality of the instrument during the surgical procedure. The instrument did not collide with any hard materials or other instruments. The instrument was not removed during the procedure (prior to the breakage). Upon final removal of the instrument, the wrist was straightened, and the surgical staff did not feel any resistance upon removal of the instrument through the cannula. No damage was observed on the cannula. The patient has not returned to the hospital due to the event.